Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a frayed cable. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm force bipolar instrument was returned to isi for evaluation. Customer was unaware if any fragment(s) from instrument were left behind. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. Patient information was not provided.

Manufacturer narrative:
The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.